Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. During percutaneous transluminal angioplasty, a 5.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst while blowing inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.